Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
During troubleshooting for sensor error alerts, it was found that customer had a blood glucose of 36 mg/dl which customer would treat with food. Customer would call back after treating low blood glucose.